Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: one tab broke completely off the liner provisional. The tab failed in the area where it bends in the highest stress concentration area. The tab was probably squeezed excessively beyond the elastic limit of the material. A definitive root cause cannot be determined from the info provided. Eval: the instrument meets print specification where measured. Device history records indicate all components were mfg and inspected to spec. No mfg abnormalities could be detected by either method.

Event description:
It was reported that a crack in a trial hip liner was noticed after it was processed in decontamination.